Event description:
The customer returned the device for evaluation and repair of the forceps elevator being broken as noted during maintenance. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the inside of the light guide lens (lg) lens is dirty. This medwatch is being submitted for the reportable issue of the lg lens being dirty on the inside as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The customer returned on the same day two devices which had the same issue of light guide lens (lg) being dirty on the inside. These are captured in the medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the inside of the lg lens is dirty. Other observations for the device are: angulation in the up direction is out of standards and the gap of up/down knob is out of standards due to wearing of angle wire; elevator wire (k-wire) is cut; the adhesive of the distal end rubber coating (a-rubber) is broken; connecting tube has a crinkle and is cut off; scope (s) s-cover is deformed; electrical connector (el-connector) has corrosion due to leakage; protector is damaged; and lg lens is scratched. The user¿s complaint of elevator being broken is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue with the light guide lens (lg) was caused by physical stress and dirt intrusion. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection - inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ ¿important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.